Event description:
It was reported that the patient underwent an ipg replacement procedure due to inadequate pain relief. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.